Event description:
It was reported that the catheter was inserted in 2007 via the jugular vein. During this insertion, there were some alterations in the vital signs of the pt. It was noted that the pt was not responding to the medication and fluids, leaving the staff to believe the fluids were not being administered correctly. As the staff paid more attention to the catheter, it was noted that whatever was inserted through the medial lumen was coming back out of the proximal lumen and vice versa, even when using a bolus injection. It appeared that the two lumens were connected. As a last attempt, the staff tried the distal lumen, which was blocked. As a result, the catheter was removed and another cs-15553-e was implanted without event.

Manufacturer narrative:
Evaluation: microscopic inspection (7-20x magnification) of the returned catheter revealed no observable defects on the exterior of the catheter. Leak tests were performed by injecting water through each extension line using a 5cc syringe and hand pressure. Water could be injected through the distal lumen during testing. No blockage or interlumen leakage was observed in the distal lumen. When water was injected into either the medial or proximal extension lines, water exited the catheter through both the medial and proximal lumens. The reported complaint of distal lumen blockage could not be confirmed. The reported complaint of interlumen crossover between medial and proximal lumens was confirmed. The interlumen crossover could have been caused during manufacturing or by excessive pressure during use. A corrective action was opened.